Event description:
A report that the patient's precision system was explanted was received. The patient was explanted due to an infection and the stimulation was ineffective in treating the patient's pain.